Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the compressed air line pressure was out of range. The cse adjusted the pressure to specification. Siemens headquarter support (hsc) specialist evaluated the instrument data, which suggests this event is sample specific due to poor sample quality and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.